Event description:
During a vt episode, the device appropriately responded with a cardioversion shock and reported a hv lead impedance of 0 ohms by merlin.net transmission. In clinic, psa showed possible output anomaly circuit damage a lert. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.